Event description:
The customer saw smoke and noticed a burnt smell coming from the left side of the pc unit. Two pump modules were attached on the left side and two were attached to the right side. The modules attached on the left side will be sent in along with the pc unit. The event occurred on the ICU patient; the device was turned off and removed from the patient. There was no patient harm and medical intervention was not required.

Manufacturer narrative:
(B)(4). Although the customer indicated that the affected product would be returned, no devices have been received. A follow up report will be submitted with evaluation results should the affected product be returned for investigation.